Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level of "high"; although specific value was not provided. Customer was treated with intravenous fluids of saline and insulin and a manual dose injection to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. A replacement pump was sent to resolve the issues.